Event description:
Customer reported that the touchscreen required multiple presses to register input. There was no reported impact on the customer¿s blood glucose level. Customer declined follow-up or provision of additional details, and technical support decided to close the case.